Manufacturer narrative:
(B)(4). Date sent: 2/22/2024. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: the bleeding occurred from the blood vessels on the right lung, but it is unknown which blood vessels it was. No unusual issue (e.g. Difficulty of open/closing the jaws, unexpected firing sound) was reported. Three cartridges were used during the operation. The bleeding amount is unknown. It is unknown if the blood transfusion was performed or not. The patient is 80years old lady. The patient contracted tuberculosis in the past. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a right pneumonectomy, the patient bled severely and died. The staple was stapled. The staple was confirmed on both side of the blood vessels, but it was not confirmed on the center part. However, the issue occurred in open procedure, there is no video. Another device was used to complete the case. One pve35a and one vasecr35 will be returning. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 3/11/2024. Additional information was requested and the following was obtained: what vessels were the staplers fired on? The vessel of right lung. No detailed information was provided from the hospital. Which vessel was the bleeding noted on? The vessel of right lung. No detailed information was provided from the hospital. How was the bleeding identified? The bleeding was identified during the operation. What were the indications for surgery? The sales rep tried the additional information, but no additional information was provided. What is the surgeon¿s experience with the pvs device? The experience of surgeon was 17 years. What was the approximate width of the compressed vessel? The sales rep tried the additional information, but no additional information was provided. Did the surgeon wait 15 seconds prior to firing? The sales rep tried the additional information, but no additional information was provided. Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? The sales rep tried the additional information, but no additional information was provided. Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? The sales rep tried the additional information, but no additional information was provided. Were there any difficulties with the device or staple formation during the initial procedure? No. What was the total estimated blood loss (ml)? The sales rep tried the additional information, but no additional information was provided. Was a transfusion required? The sales rep tried the additional information, but no additional information was provided. What was the pre and postoperative anti-coagulant and pain management protocol? The sales rep tried the additional information, but no additional information was provided. Was the bleeding intraluminal or extraluminal? The sales rep tried the additional information, but no additional information was provided. Was there calcification of tissue that impeded clamping or cutting? The sales rep tried the additional information, but no additional information was provided. Were there any pre-exiting patient conditions? The sales rep tried the additional information, but no additional information was provided. How was the bleeding addressed? The bleeding was identified during the operation. Please provide a time line of events ? The sales rep tried the additional information, but no additional information was provided. Did the death occur intra operatively or post operatively? The sales rep tried the additional information, but no additional information was provided. Is a cod known? The sales rep tried the additional information, but no additional information was provided. Is there an autopsy report available? No. Is the surgeon interested in speaking with ethicon medical and engineering staff? No.

Manufacturer narrative:
Pc-(B)(4), date sent: 6/3/2024, d4: batch # 499c46. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one vasecr35 reload present. The reload was received fully fired and no damages were noted. Additionally, fibrous biological substances were found on the cartridge surface. In addition, two vasecr35 reloads (b & c) were received and both were returned fully fired. However, upon evaluation of the reload c, some hairline cracks and reload deck displacement were noted that do not affect staples formation and the device functionality. Also, a b-formed staple in the knife slot on the distal end and a shaving in the knife slot possibly caused by the staple lodge in the knife channel were observed. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the cut was noted to be jagged due to a damaged knife. For additional evaluation of returned cartridge reloads the cartridge pans were removed to check the internal components. Upon removal of the cartridge pan, no anomalies were found on the internal components. The event described could not be confirmed as the device performed without any difficulties noted. Based on the information currently available, a product issue was identified during the investigation of the reload received. This product issue will be addressed through ethicon endo surgery¿s quality system. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 499c46, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/9/2024. D4: batch # 499c46. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one vasecr35 reload present. The reload was received fully fired and no damages were noted. Additionally, fibrous biological substances were found on the cartridge surface. In addition, two vasecr35 reloads (b & c) were received and both were returned fully fired. However, upon evaluation of the reload c, some hairline cracks and reload deck displacement were noted that do not affect staples formation and the device functionality. Also, a b-formed staple in the knife slot on the distal end and a shaving in the knife slot possibly caused by the staple lodge in the knife channel were observed. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the cut was noted to be jagged due to a damaged knife. The event described could not be confirmed as the device performed without any difficulties noted. Based on the information currently available, a product issue was identified during the investigation of the reload received. This product issue will be addressed through ethicon endo surgery¿s quality system. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 499c46, and no non-conformances were identified.